Manufacturer narrative:
Concomitant product: product ID 8637-20, serial # (B)(4), implanted: (B)(6) 2012, product type pump. (B)(4).

Event description:
Information was received from a consumer via a company representative in regard to a patient receiving dilaudid via an implantable infusion pump. The indication for use (IFU) was listed as chronic low back pain and non-malignant pain. It was reported the patient went to the emergency room (e.r.) On (B)(6) 2015, with nausea and increased pain. The patient reported they heard the pump alarm. A company representative went to the ER and read the pump logs. The logs did not show an alarm. A healthcare professional (hcp) ordered the pump be turned to minimum rate and the hcp gave the patient extra fentanyl patches to get the patient through until a dye study could be performed. A dye study was performed on (B)(6) 2015. At the dye study, the hcp wasn't able to aspirate the catheter. The patient was scheduled for a catheter revision on (B)(6) 2015. The patient wanted a new pump even though it was 3 years old. The patient insisted there is something wrong with it because she heard it alarm. An alarm did not appear in the logs. The patient did not want to have to ¿get cut on¿ in 3 more years and can't afford another co-pay for it. The issue was not resolved at the time of report. The patient¿s status at the time of report was alive ¿ no injury. Additional information received from a consumer reported the pump isn¿t working. The patient experienced vomiting due to withdrawal. It was unknown what led to the event. The pump was read, there were no motor stalls. Additional information received from a healthcare professional (hcp) via a company representative reported a catheter revision occurred on (B)(6) 2015. When the physician opened up the back incision a kink in the catheter was observed. The physician un-kinked it and then did a dye study and was able to aspirate csf easily. The hcp also did a rotor study which indicated the pump is functioning properly. The hcp re-anchored the catheter to prevent another kink.